Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their follow up computed tomography (CT) imaging procedure. The CT imaging showed that there was a device related, laminar thrombus present on the face of the closure device. The physician restarted the patient on an oral anticoagulation medication in response to this event. The patient did not experience any other complications as a result of this event.